Event description:
It was reported that loose threads like material were found at the windings on the tip of the catheter. No patient complication were reported.

Manufacturer narrative:
Device not returned.